Event description:
It was reported that pump touchscreen froze and did not respond to customer input, so customer was unable to interact with pump screen. There was no reported impact to the customer¿s blood glucose level. Customer attempted pump reset using instructions from technical support but issue persisted, so pump was replaced. Customer used multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it with a prepaid label, and was advised to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.